Event description:
It was reported that this right ventricular (rv) lead was explanted due to lack of capture and sensing issues. This lead was discarded and a new lead was implanted. No additional adverse patient effects were reported.